Manufacturer narrative:
The failure investigation has been completed and the unexpected shut down issue was verified. Based on the analysis, the alleged touch screen and high blood glucose level issues could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. When the pump turned back on, it was reported that the touch screen was unresponsive and not functional. Additionally, it was reported that the customer's blood glucose (bg) was high. The reason for the high bg was unknown. Customer administered an insulin pen injection to stabilize bg. Customer confirmed that an alternate method of insulin delivery was available.